Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One 75 mm tacticath quartz ablation catheter was received for evaluation. Electrical testing of the catheter was completed and met specifications. The handle was actuated and the tip of the catheter did not deflect. Microscopic inspection revealed that the steering pull-wire hook was broken causing the reported deflection failure. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The review of the device history record showed that each manufacturing and inspection operation was performed and completed in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined and per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer 3005334138- 2014-00005. During a pulmonary vein isolation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. Transseptal puncture was performed and a tacticath quartz ablation catheter was inserted into the left atrium but was replaced with another tacticath quartz ablation catheter due to noise and deflection issues. With patient movement, a shift in geometry was noted. Patient blood pressure was difficult to attain and an echocardiogram confirmed a pericardial effusion. A pericardial drain was placed which stabilized the patient. The drain was left in place as the patient left the lab. There were no performance issues with any sjm device used.